Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high triglyceride (tg) result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. Two samples were drawn from the same patient at the same time that gave discrepant tg results; one being erroneously high. Both results were reported out of the laboratory. A physician questioned the erroneous results. Samples were re-tested and a corrected report was issued. No death or serious injury and no affect to patient treatment is associated with this issue.

Manufacturer narrative:
Prior to the event, the tg qc results on both cartridges were within the lab's established ranges. This was a single event and no service was requested or required. No clear root cause was identified.